Manufacturer narrative:
The cause of death is unknown and it is also unknown if an autopsy was performed. No further information is expected from the reporter. A haemonetics field service engineer evaluated the system used by the donor. Diagnostics, functional test and visual inspections were performed and all systems passed. The equipment was found to have met manufacturer specifications with no malfunction found. The device was manufactured according to approved procedures and met all specifications for release, with no noted non-conformances or capas that would have contributed to the reported incident. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On april 28, 2022, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure utilizing the pcs®2 plasma collection system. Last donation occurred on (B)(6) 2022; donor presented to the hospital on (B)(6) 2022 and passed on (B)(6) 2022 of an unknown cause. The autopsy report is not available. The donor did not experience a reaction or adverse event during the procedure. The donor donated three times in the past 12 months. The donor did not have any medically relevant conditions, known allergies or pre/post immunizations. There were no issues noted during the donation with the equipment or disposables used during the procedure.